Event description:
The customer and her husband report back to back blood glucose test results of 82 mg/dl and lo. Controls were run and were in range. No adverse event reported and the customer states she is fine. Return requested and replacement was sent.